Manufacturer narrative:
Additional information was added to b5, d4, d9, h3, h4, and h6. B5: it was further reported that when the leak was discovered, it was also observed that the bladder had not deflated (possible no flow issue). H4: device manufacture date ¿ the lot was manufactured between may 13-14, 2024. H11: the device was received for evaluation. The sample contained fluid in its bladder and a huber needle was attached to the sample's distal luer. The huber needle is not a baxter product. Visual inspection via the naked eye showed no evidence of a leak from the infusor sample, the huber needle, or the connection between the infusor's luer and the huber needle. A leak test was performed, and no evidence of a leak was observed from the infusor sample, the huber needle or the connection between the infusor's luer and the huber needle. A functional flow rate testing was performed, and the flow rates were found to be within the product specification range. During the flow test, evidence of continuous flow of fluid was observed flowing out of the distal luer. Based on the evaluation result, the infusor sample was determined to be a conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufacture date ¿ the lot was manufactured between may 13-14, 2024. The device was received for evaluation. The sample contained fluid in its bladder and a huber needle was attached to the sample's distal luer. The huber needle is not a baxter product. Visual inspection via the naked eye shows no evidence of a leak from the infusor sample, the huber needle, or the connection between the infusor's luer and the huber needle. A leak test was performed, and no evidence of a leak was observed from the infusor sample, the huber needle or the connection between the infusor's luer and the huber needle. Based on the evaluation result, the infusor sample was determined to be a conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor was leaking from a gap in the connection between the luer adapter of the infusor and huber needle. This was observed during fluorouracil and saline infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.